Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and was able to reproduce the issue. To fix the issue, the fse had to perform a touchscreen calibration and tighten the wheel bolt. The fse then performed full calibration and a functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen is not responding and the wheel on the cart is uneven. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.